Event description:
The contact is a pharmacist calling for the customer. The customer stated that his blood glucose readings range from 46 mg/dl to 140 mg/dl within a min. The customer did not allege any adverse events. The strips and meter are to be returned for evaluation, and replacement will be sent.